Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 3.00x28mm synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the distal portion of the stent was flared. The procedure was completed with another of the same device. No patient complications were reported.